Event description:
Received info that pump had stopped all insulin delivery. The pump got wet due to the humidity and while she went out for a run. Reportedly, the customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A follow up MDR will be filed.